Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the there was high purge pressure and a kink during impella cp with smart assist support. It was reported that impella purge blocked alarms were encountered at bedside and that product was kinked due to a turn. There were no further impella related concerns or alarms. The patient remained stable throughout support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The pump was not returned for investigation. Data log shows a sudden rise in purge pressure with a noted drop in purge flow, followed by a purge system block alarm. The purge pressure then suddenly returned to normal within two minutes, indicating a possible purge line kink during the case. Clinical details also confirm that the kink was due to patient movement (turning) during the purge system block alarm. High purge pressure: the cause of the high purge pressure issue was most likely a kinked purge line due to patient movement, based on data log review and provided clinical details; however, damage to the purge lumen could not be verified without the returned product. Product damage (purge tubing kink): the cause of the purge tubing kink was most likely related to patient movement; however, damage to the purge lumen could not be verified without the returned product. Device history review: the device passed all the post sterile inspection checks.